Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings: during testing, the battery compartment was observed to be cracked below the bumper pad. Unrelated to this issue, the audio bolus button cover was torn/punctured. The button was responsive during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damaged to the battery compartment. This report is made based on results of investigation completed on 10/15/2015.